Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported via the tht registry from japan that on (B)(6) 2025, a 23mm navitor vision valve was implanted. The patient experienced a stroke on the following day.

Manufacturer narrative:
An event of stroke was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.